Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt said their medtronic neurostimulator was not working, the pt had an appointment with their medtronic repto look at the medtronic device since it was confusing for them and the medtronic rep said to call for a new replacement remote. The reason why was because the stimulation was going off and on and they could not set the program. Pt said their medtronic rep should call, pt was not happy with their neurostimulator and they wanted to talk to their hcp to get it removed since it stopped working. On saturday there was something electrical (when asked to clarify pt said they did not know) and they could not set the program since it was stuck. When asked to clarify what was stuck they said it was off and on for they could not set the program or do anything. Nothing was on the screen and this all happened when trying to charge the ins. Troubleshooting was unable to be performed as during call pt reset the controller but the pt would not further troubleshoot since they said they had to leave. When asked for medtronic rep notify date they said they had to go and disconnect; earlier in the call pt said they called their medtronic rep and left a message who then called back yesterday. Additional information was received from the manufacturer representative (rep). Rep reported patient (pt) was seen by their colleague on (B)(6) 2024. There are currently no plans to explant the device. Rep noted the cause of the stimulation turning on/off was due to the pt's body position/movement, and there was nothing wrong with the ins. Rep reported the pt was reprogrammed and left happy. The information has been confirmed by the physician.